Manufacturer narrative:
Concomitant medical products: product ID: 7428, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
The patient's family member reported that the device was implanted in the patient due to transient tic disorder. Six months after implant, the guide wire was found fractured in the patient. There was a 50% or greater symptom reduction. The device has not been replaced due to cost issue and still remains in the patient. It was unknown if troubleshooting was performed. The cause was unknown. If additional information is received, a follow up report will be sent.